Manufacturer narrative:
Based on the claim against the product by the customer noting the mcs instrument could not control its movement, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The procedure log information cannot be verified at this time due to insufficient information provided. In addition, the mcs instrument information cannot be verified through the system log review as it was not registered on the system. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument could not control its movement. The reported complaint could be related to the potential for unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted that the monopolar curved scissors (mcs) instrument could not control its movement. The customer replaced the mcs instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the monopolar curved scissors (mcs) instrument could not control its movement, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs instrument was analyzed and found to have a loose grip cable at the proximal clamping pulley within the housing. Failure analysis found the primary failure of the loose grip cable at the proximal end to be related to the customer reported complaint. The clamping pulley was not damaged. The cable crimps remained within the clamping pulley, and the cable was not derailed or dislodged completely. The loose cable caused the grips to lose functionality while opening and closing. No obvious fraying or breakage was observed at the proximal or distal end. The common cause of the loose grip cable is attributed to a component failure. Additionally, loose cables are attributed to a loss of cable tension. The complaint regarding the instrument could not control its movement was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.